Event description:
Customer reported that he was changing the infusion set and filling the reservoir with insulin. There was a pressure inside made the insulin squeeze out of the insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.